Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified no issues with the units¿ handshake connector during the connection of the device. A test guidewire could not be inserted into the returned plus unit as resistance was met when loading the guidewire onto the plus unit. The burr was microscopically examined and found the burr annulus damaged/misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The direction for use gives detailed instructions on the proper set up of the rotablator system and states to never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip, therefore the root cause was determined to be user related. (B)(4).

Event description:
Same as patient MDR# 2134265-2013-02441. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The physician advanced a 1.5mm rotablator over a rotawire guidewire. During platforming of the rotablator the rotawire guidewire fractured. This occurred outside of the patient. No patient complications were reported and the patient status is fine.

Event description:
Same as patient MDR # 2134265-2013-02441. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The physician advanced a 1.5mm rotablator over a rotawire guidewire. During platforming of the rotablator the rotawire guidewire fractured. This occurred outside of the patient. No patient complications were reported and the patient status is fine.